Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 304 mg/dl. Reportedly, the customer's bg level was elevated because the customer did not resume insulin with the pump after taking a shower. The contact confirmed that the customer successfully resumed insulin on the pump. Tandem technical support offered to follow up with the customer to confirm if bg level returned to target range; however, the contact declined further follow up.